Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. Other lead measurements were noted to be stable. Pacemaker mediated tachycardia (pmt) was also noted. The shock impedance alert was increased. No adverse patient effects were reported. The device remains in service.